Manufacturer narrative:
H.6. Investigation: bd received 8 shelf samples for investigation. The samples were evaluated by draw testing and the indicated failure mode for sleeve leakage with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to rubber sleeve supplier. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function and blood leakage occurred. This occurred on 9 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: it was reported that blood continuously keeps flowing. Additionally, on 2021-01-08 the bd sales consultant provided the following additional information: when the phlebotomist went to remove the tube from the one use holder, the blood continued to flow. The gray sheath did cover the non-patient end needle. There was a good amount of blood, but there was no blood exposure to the patient or phebotomist. She reported that these are seasoned phlebotomists, and she observed the phlebotomy procedure, and found no problems with the technique (needle and hub attached properly). They have started to use a new lot # and so far have not had any issues.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function and blood leakage occurred. This occurred on 9 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: it was reported that blood continuously keeps flowing. Additionally, on (B)(6) 2021 the bd sales consultant provided the following additional information: when the phlebotomist went to remove the tube from the one use holder, the blood continued to flow. The gray sheath did cover the non-patient end needle. There was a good amount of blood, but there was no blood exposure to the patient or phebotomist. She reported that these are seasoned phlebotomists, and she observed the phlebotomy procedure, and found no problems with the technique (needle and hub attached properly). They have started to use a new lot # and so far have not had any issues.